Event description:
An (B)(6) old male pt's daughter contacted zoll customer support to report several 'check belt messages.' The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the q1 transistors in ECG "c" and ECG "d" were shorted. The root cause of the shorted transistor could not be positively identified. No adverse event resulted from the shorted transistors. The pt received a replacement electrode belt.